Manufacturer narrative:
This event derives from manufacturer report number 3007566237-2017-04145. It was reported the event occurred with two other patients. This manufacturer report pertains to the third patient. Manufacturer report number 3007566237-2017-04146 pertains to the second patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) that had scheduled programming. She had two groups a and b, but in the evening, a third program appeared and "turn of the system". The third program could not be seen in the clinician programmer and only in the patient programmer. It was a null set on the patient programmer. Technical services indicated that this happens when a certain order in programming is done and targetmystim or return to clinician settings is used on the patient afterwards. This causes one group to be deleted from the ins. Technical services suspected the patient initially had three groups (a, b and c) and probably used one of these features. No patient complication was associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative indicated there was no issue anymore. It was indicated it was normal function when the scheduled program was used and did not cover 24 hours. (The system goes to zero and it isn't possible to increase the stimulation, therefore, the program is null.)